Event description:
Procedure type: laparoscopic hernia repair. According to the reporter, the dr. Couldn't lock the device. He heard a hissing sound. Upon completion of the case he noticed a pin on the abdomen near the portal. There was no known patient injury. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No patient injury reported.

Manufacturer narrative:
(B)(4).